Manufacturer narrative:
Two vials of test strip lot 440095-13 containing both >10 test strips were received from the customer. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample: control sample lot 455 699 00. Specified target range 2.7-3.5 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3 of each vial customer strip test 1: 3.2 inr. Customer strip test 2: 3.3 inr. Customer strip test 3: 3.2 inr. Retention strip test 1: 3.2 inr. Retention strip test 2: 3.2 inr. Retention strip test 3: 3.2 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable result from coaguchek pro ii meter serial number (B)(4). At 10:03, the meter result was 7.8 inr at 10:10, the meter result was >8 inr. Around 20 minutes later, the laboratory result using "stago neointimal" reagent was 4.36 inr. The therapeutic range was 2.5- 3.5 inr.